Event description:
The pt's mother reported that the daughter's blood glucose read "high" (>500 mg/dl) "for hours" which resulted in a hospital visit. The mother did not report any admission to the hospital or any treatment received in the emergency room. She did have her daughter's bg history available. When the device was removed she observed that the cannula had not inserted properly in the infusion site. A follow up call was made to the pt's mother to obtain additional info, but she didn't have her daughter's records available. An additional attempt was unsuccessful at reaching her.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or manufacturing defect could have contributed to the improper insertion of the cannula. It is also possible for the needle mechanism to fire correctly and the cannula not to insert into the skin properly due to site condition or some other issue. This would interrupt insulin delivery and contributed to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."